Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported that the patient developed leakage of cerebrospinal fluid during the trial procedure. A blood patch was administered to resolve the issue. There have been no reports of further complications regarding this event and the patient successfully completed the trial with effective pain relief.